Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site. The patient underwent a revision surgery on (B)(6) 2024, in order to debride and cauterise the granulation tissues around the abutment site and exchange the existing abutment for a new longer abutment under general anaesthesia. The implanted device remains.